Event description:
Procedure: lobectomy. Reportedly, the device was reused. While it was fired the clamp cover broke. The tissue was then reinforced with another device. After closing the pt, the broken piece was found in the cavity, which required reoperation of the pt.